Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device will not charge. Information obtained through good faith effort response indicated there was no patient involved at the time of the incident.

Manufacturer narrative:
Description and patient information updated. Final investigation results will be provided when the investigation is complete.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device will not charge. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while at the third-party bench service the device would not charge. Information obtained through good faith effort response indicated the device was removed from service at the time of the incident and there was no patient involved.